Event description:
It was reported that some of the bipolar pairs were measured at over 4,000 ohms. The patient was waiting on film results. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).